Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a motor rate error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-12002. Please reference file mrn 3012307300-2024-11537 for all details pertinent to this event.